Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported 'device failed preventive maintenance' was reproduced as unable to detect properly the air in the line. The event history log (ehl) review was performed. No abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed preventive maintenance. The event happened during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.